Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the unit was alarming "circuit disconnect, low ve, xdcr fault, and high rate" continuously. The transducers were attempted to be calibrated however the exhalation differential calibration failed. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed the exhalation differential pressure transducer is unresponsive to pressure. At this time, the reported issue is being internally investigated.